Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for three days. Reason for hospitalization was not provided and customer did not respond to tandem follow up attempts. The customer was expected to resume pump therapy after completing training with the clinical diabetes specialist. Although requested, no additional information was provided.